Event description:
It was reported the patient's scs ipg was replaced with a new one. Per the patient her system's stimulation was no longer strong enough. The patient's physician determined the patient's scs ipg needed to be replaced. The patient reported receiving effective stimulation therapy postoperative.

Manufacturer narrative:
Correction number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.